Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the patient is experiencing anxiety and does not feel well; this is due to periods of stopped velletri infusion during no disposable alarms, and cassette changes due to defectiveness. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.